Event description:
A medtronic representative reported that after a successful touch-and-go registration in a cranial procedure, the right/left image orientation was flipped. It was confirmed that the patient reference frame was not yet changed from non-sterile to sterile and that the original exam had the correct orientation. The surgeon was going to confirm the fiducial pattern, then used pointmerge to register and everything was successful with the correct orientation. The surgeon used this registration to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A picture of the exam was analyzed. The 3d model is of a low quality and the fiducials are not very clear. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient weight not available from the site. Software investigation not completed at time of this report.